Event description:
Patient rolled over in bed and when he sat up, the tubing with blinatumomab fell to floor, disconnected from clear cap on sip. The registered nurse clamped sip tubing immediately and noted the split-septum on the clear cap of the microclave¿ connector was stuck up inside cap. Most likely it was causing a loose/not secure connection to the spiros closed male connector on the end of blinatumomab tubing.